Event description:
It was reported during a clinical follow-up of an asymptomatic patient that the device experienced post paced t-wave oversensing in the ventricular lead. Oversensing was noted in the stored egm. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.